Event description:
It was reported that at almost completion of left total knee replacement procedure, it was noted that a piece of the blade was broken at the mount. It was also reported that one broken piece was located, the other piece was not found. It was further reported that these pieces did not come into contact with the pt. It was also reported that an x-ray was taken to locate the broken piece as a result of this event. It was further reported that the x-ray results were negative.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Based on observations made during an account visit, the breakage potentially occurred due to blade mis-loading, cutting techniques and the handpiece servicing by a non-stryker facility for repair. Lot number info has not been provided to permit further investigation. Investigation results indicate that the user contributed to this event.